Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon pro safety leaked from the injection port. The following information was provided by the client: "leakage of infusion fluid from the injection port, potentially dangerous situation."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 2022-04-12. H6: investigation summary: one used sample was received by our quality team for evaluation. The used sample was subjected to visual inspection and leakage testing. Leakage from the injection port was observed. A damaged valve was observed through the injection port. In addition, multiple scratches were observed inside the injection port. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp objects that could possibly come into contact with the injection port of the cannula hub to cause the damage to the valve. Based on the investigation and analysis, the reported nonconformance is not caused by the manufacturing process. The cause of the damage on the valve and the cannula hub could have occurred out of the manufacturing facility. However, as it is not possible to confirm how the product was used, the root cause cannot be determined.

Event description:
It was reported that the bd venflon pro safety leaked from the injection port. The following information was provided by the client: "leakage of infusion fluid from the injection port, potentially dangerous situation."